Manufacturer narrative:
A pc400 product box was returned to the manufacturer; however, the complaint pc400 was not returned inside. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400), a px slim delivery microcatheter (px slim), a neuron max 6f 088 long sheath (neuron max), and a neuron 6f 070 delivery catheter (neuron 070). During the procedure, the physician inserted the neuron max into the patient. The physician then advanced the neuron 070 and the px slim through the neuron max and successfully implanted two pc400s into the target vessel. While advancing a third pc400 through the px slim, the physician experienced resistance and decided to pull the pc400 back. However, upon retraction, the pc400 unintentionally detached and became stuck within the px slim. Therefore, the px slim containing the detached pc400 was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.